Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering an insulin. The customer¿s blood glucose was 195 mg/dl at the time of incident and other blood glucose was 360 mg/dl. The insulin pump will not be returned for analysis.